Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer performed a pump reset to resolve the issue. The customer¿s blood glucose 90-110 mg/dl.